Event description:
Note: the date of event is unk, although it was reported that the event took place during the week of (B)(6)2009. It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during an esophageal banding procedure. According to the complainant, during preparation, the velcro strap broke. This occurred outside of the pt. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).